Manufacturer narrative:
Super poligrip original is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of anemia in a female pt who used triple salt dental adhesive cream (super poligrip original denture adhesive cream) as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect product included fixodent. In (B)(6) 2007, the pt began using super poligrip original and fixodent. An unk time later, the pt experienced "hypocupremia and neurologic disease, resulting in loss of balance, dizziness, anemia, weakness and pain in legs, burning sensation, numbness and tingling in his feet." This case was considered medically serious by gsk. Fixodent was discontinued in (B)(6) 2009, and super poligrip original was continued. According to the claim, the events were severe and permanent.